Event description:
Continuous drips: found that ordered rate and volume infused can vary from hour to hour. This is due to the iaware program rounding up on drip volume. For example, rate ordered was 0.45cc per hour, but sometimes iaware charted 0.46cc/hr. IV syringes do not program correctly due to volume to be infused (vtbi) mismatch when the registered nurse (rn) primes her sterile IV tubing through. For example, syringe originally has 50cc, rn primes line, now syringe has 47.5cc - when scanning in iaware, mismatch occurs due to differing volumes. Prepackaged flushes do not work with iaware. They cannot be scanned. Bd video given to iaware team shows that flush (1cc) would be added to the total volume of the medication ¿ this is a documentation error and legal issue as it would show that 0.04cc fentanyl is now 1.04cc fentanyl in the chart. The rn would have to go back and correct the iaware documentation with each medication administered. Manufacturer response for bd pump with iaware technology, (brand not provided) (per site reporter). Bd is aware of the technology not working with iaware and nicu [neonatal intensive care] patients.